Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient went to charge after a day of not charging and the implantable neurological stimulator recharger (insr) was showing the implantable neurostimulator (ins) fully charged after 3-4 seconds of charging. It was stated that it appeared that the software that the manufacturer uses cannot detect over the current conditions properly. The patient stated that the display showed the ins was on, but they did not think it was on; the patient believed this is the reason why they could not charge. The patient also noted that they increased his stimulation the day before and received a message that indicated that he was over his allowed settings so he reduced his stimulation by 0.5 volts on each side. It was also stated that they believed that the ins went into an "over current condition" and locked down the device because they did not have to charge the ins. The patient also experienced shaking in her head. The device is charged daily for 15-30 minutes with 2-8 coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.